Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultrasmart meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of ¿108mg/dl¿ on the subject meter and ¿40mg/dl¿ on an unknown meter. The time difference between these readings exceeded 30 minutes. The patient manages their diabetes with non-insulin shots. The patient reported consuming more food/drink in response to the alleged inaccurate readings. The patient reported ¿passing out¿ approximately two hours later. The patient reported being treated by a non-healthcare professional with IV fluids and orange juice at 5:00pm. At the time of troubleshooting, the csr determined that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia and received medical treatment after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 4/6/2015 and evaluated by lifescan product analysis on 4/9/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.